Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented a transmission remotely with false pause episodes. Review of the stored electrograms confirmed the presence of false pause egms because of poor sensing. It was discussed that the issue may be positionally dependent and could involve loss of contact in the pocket. Patient will continue to be monitored.